Event description:
It was reported that balloon rupture occurred. The patient underwent peripheral angioplasty. The 80% stenosed target lesion was located in the severely tortuous and severely calcified posterior tibial artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured in its middle part. The device was pulled and the procedure was completed with another device. There were no patient complications nor injuries reported and the patient status was good post-procedure.